Manufacturer narrative:
Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The event details listed were obtained on (B)(6) 2018 per the cer "(B)(4)- cer for cervical disk replacement devices- (B)(6) 2017" conducted from a data set which contained a multi literature article review, which could contain duplicated information obtained from other literature articles. The complications associated with the cervical disc observed during a review of literature articles published in different years as reported in the cer could be summarized as below: it was reported that dysphagia occurred in 3 patients, neck and arm pain was reported in 2 patients, heterotopic ossification was reported in 3 and revision surgery was reported in 46 patients